Manufacturer narrative:
Concomitant product(s): (3) pri tubing; 8015; 8120; 8300; 8100; pca tubing; therapy date (B)(6) 2018. The customer¿s report of an overinfusion of heparin was confirmed in the pcu event log. The pcu event log shows pump module s/n (B)(4) was in use and infusing heparin standard conc 25000 unit in 500ml (drug ID 178) at a rate of 20ml/hr (dose = 1000unit/hr). At 3:20 pm on (B)(6) 2018, the user changed the dose to 1200 unit/hr, which made the rate 24ml/hr. At 3:24 pm, the user changed the rate to 56ml/hr, which made the dose 2800 unit/hr. At 6:52 pm, the user changed the dose to 1200 unit/hr, which made the rate 24ml/hr. The infusion then ran until 9:30 pm, when the device was channeled off. The volume recorded as being infused during this period was 241.881ml. The infusion ran at 56ml/hr (dose = 2800unit/hr) from 3:20 pm to 6:52 pm on (B)(6) 2018. The root cause of the overinfusion of heparin was user programming. Devices not received, log review only.

Event description:
The customer reported heparin was infusing at 1000 units/hour and needed to be increased to 1200 units/hour at 1530. Around 1930, the pump was found to be infusing at 3000 units/hour. There was no report of patient harm. An event log review was requested to determine programming parameters.